Manufacturer narrative:
A2 date of birth - date of birth was reported as in 1937. B3 date of event - event date was reported as (B)(6) 2023. D6a implant date - implant date was reported as (B)(6) 2023.

Event description:
It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for their 45 day follow up imaging procedure. The imaging showed that the closure device was well positioned and there were no issues. The patient was cleated to stop taking their anticoagulation medication at this time. Eight (8) months post procedure the patient had a mitral valve clip place. The closure device was seen, and it was well positioned and there were no issues. Nine (9) months post procedure the patient presented to the hospital with an atrial flutter and an ablation procedure was planned to treat this. A transesophageal echocardiogram (tee) was performed, and the imaging showed that there was a thrombus on the closure device and on the posterior wall of the left atrium. The patient is not experiencing any complications or consequences as a result of the thrombus. The physician has started the patient back on anticoagulation medication and a follow up tee is scheduled for 6 weeks later to check on the thrombus.